Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient developed a hematoma and an infection. After the pocket revision the patient was still symptomatic and remained on antibiotics.